Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user, on the first day of ilet use, experienced hyperglycemia after a normal announced meal, with a reported glucose of 335 mg/dl and no alerts or alarms, and was advised that the system¿s correction may be adapting. Symptoms included elevated blood glucose. Outcomes included no hospitalization and completion of troubleshooting and education with instructions to call back if an alert occurred. Investigation included customer interview and remote troubleshooting focused on device function and therapy use. Investigation of this case revealed no device alarms or confirmed malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.